Manufacturer narrative:
The dentist relates the necessity to remove the implante due to a bone plate fracture. There are no furthers information about the case.

Event description:
The dentist relates the necessity to remove the implante due to a bone plate fracture. There are no furthers information about the case.